Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18-may-2024, it was reported by the patient that infusion set tape not sticking within two days of use. No further information was available.